Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. Reprogramming was performed, but the patient still underwent surgical intervention. During the procedure, it was noted that the patient's l4 lead was fractured. As a result, the l4 lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.